Event description:
The customer stated she was hospitalized for high blood glucose on two separate occasions. The blood glucose reading on the most recent hospitalization was 432 mg/dl. Troubleshooting was performed and the insulin pump was programming correctly. The alarm history revealed several no delivery alarms on the day of the hospitalization and the customer stated she did not change the infusion set. Advised the customer on site related issues as well as the proper protocol to follow when getting no delivery alarms. In addition, it was stated that the batteries were no longer lasting as long as they should.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.